Event description:
It was reported by the dealer that the chair is not moving at all. The dealer states the customer told him that one of the motor/gearboxes (doesn't know which side) is not working properly. No reported of patient iinjury, no additional information provided.